Event description:
It was reported that this right pacemaker exhibited loss of capture (loc) in four different episodes. Technical services (ts) reviewed the event and stated that it was difficult to determine if the beats were premature ventricular contractions (pvc) or fusion beats. Technical services (ts) provided reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.